Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient has received numerous inappropriate shocks on several occasions. Additionally, there have been some untreated episodes. A review of the device data identified oversensing due to low sensing amplitudes. The device is programmed to secondary vector and smart pass is off. A boston scientific technical services consultant informed the caller they should consider another automatic setup to see if a different vector is better and to potentially reactivate smart pass. Auto setup produced a message that the signal amplitude is out of range and then the device selected secondary vector again. The consultant recommended doing some posture assessment, re-screening and obtain x-rays. The consultant is questioning the stability of the system as there is even wandering baseline following the shocks. The device has been programmed off and an x-ray has been ordered. It was noted that the patient has a cardiac resynchronization therapy (crt) device; however, it is not providing pacing therapy due to a known issue with the left ventricular (lv) lead. No additional adverse patient effects were reported.